Event description:
It was reported that the pump was indicating 'no disposable, pump won't run'. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. Based upon review of the information provided by the customer, a device history record (DHR) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device.